Event description:
It was reported that this right atrial (ra) lead consistently exhibited high impedance with greater than 3000 ohms when tested. Moreover, lead fracture was the suspected cause; however, there was no fracture seen on x-ray. Subsequently, this lead was explanted. No additional adverse patient effects were reported.